Event description:
After setting up a high frequency jet ventilation (hfjv) and running a passing test on it. It was placed on the baby, and once the vent started trying to pressurize itself, it would drop the pressure and the low peak inspiratory pressure (pip) alarms would sound. Tubing checked to made sure that everything was tight and respiratory reran the test on the ventilator and it passed again but when placed the vent back on the baby again it did he exact same thing. After another attempt to fix it the vent noted circuit failure and spewed water everywhere. Vent not used on this patient. Patient being bagged during the set up of the vent. Vent sent to biomed for evaluation.